Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.11ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2010 at 1540, the device was programmed for continuous only delivery in ml, with a 10.4ml rate, a 250ml vtbi (volume to be infused), a 0ml kvo (keep vein open) rate, and a 250 container size. At 1626, the delivery was started. A new date stamp (B)(6) 2010 occurred. Between 0312 and 1234, 9 proximal occlusion alarms occurred. At 1236, the delivery was stopped. Between 1239 and 1304, a start alarm, power loss alarm occurred, the device was powered on using battery power, the keypad was unlocked, a 5.5ml priming volume occurred, keypad was locked, and the delivery started. A new date stamp (B)(6) 2010 occurred. At 0137, an empty container alarm occurred. At 1037, the delivery was stopped. At 1039, the device was powered off. At 1041, the device was powered on, using batteries, a check cassette alarm occurred and was silenced, a cassette was inserted, an empty container alarm occurred, was silenced and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported, the device alarmed "empty container;" however, the "medication had not fully gone through." The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, the customer declined to provide add'l info.